Manufacturer narrative:
(B)(4) date sent: 1/9/2024 d4: batch # 502c41 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, one gst60d reload was received loaded in the device. The reload was received fully fired with the reload body damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 502c41, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a rectum procedure, the cartridge could not be removed after 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.